Event description:
The user facility reported that when an operator was locking the sterilizer using the handwheel she felt pain in her wrist. The operator was diagnosed with a wrist strain which subsequently required surgery. The user facility reported the operator is fine with no sustaining injuries and has returned to normal work duties.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the door was hard to open and close, the door seal was damaged and the radial arms were not engaging properly. The technician replaced the door seal, inspected and lubricated the door lock mechanism, replaced the ball bearings, and the radial arms; the technician returned the sterilizer to service; no further issues have been reported. The device was manufactured in 1990 and exceeds its expected useful life. The sterilizer was not under steris maintenance contract at the time of the reported event and was last serviced by a 3rd party on (B)(6) 2011. The maintenance manual states: (pp.4-1), "inspect door for ease of operation. Lubricate hinge and hinge pints. (6x/year)." The user facility has since placed the sterilizer under a steris service contract.